Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as peritoneal inflammation. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an ¿unspecified drug injection and oral drugs¿ for the event. At the time of this report the patient was not recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide further information.